Event description:
It was reported that on (B)(6) 2022, a 19mm trifecta gt valve had been successfully implanted. It was noted however, that when withdrawing from the pump the patient had aortic regurgitation. The decision was made to explant the 19mm trifecta gt valve and replace it with a 19mm non-abbott device to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of regurgitation after implant and explant of the valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. Information from the field indicated that it was possible that the valve had deformed during implant as the valve was implanted using minimally invasive surgery and the patient had a narrow annulus. If the valve was deformed it could lead to reported regurgitation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that due to poor visibility on imaging the valve was pushed into the patient's native valve and caused the stent of the trifecta gt valve to deform. The aortic regurgitation was noted as being mid-moderate. There was no interaction noted between any stent post and patient's anatomy. It was noted during the explant procedure that the trifecta valve appeared to be deformed, but was discarded and will not be returned for analysis. No clinically significant delay in procedure was reported. There no initial or prolonged hospitalization due to this event.. The patient was recovering at the time of report.